Event description:
The customer reported: 15:31 renal nurse came into room, gambro manager with her, and the prismaflex device displayed caution: dialysate weight, which occurred 2 times as the nurse rushed to get a new dialysate bag, as the dialysate bag was running empty. No caution alarm that the dialysate bag was empty never occurred. Product manager looked on the service screen of the prismaflex device with the empty bag still on the scale and it read 199 grams (protective). There was still no alarm for dialysate bag empty. The renal nurse pressed the change bag key. 15:32 product manager measured fluid in the bag and it was 55 ml. The reported machine runtime was 4470 hrs. No blood loss reported.

Manufacturer narrative:
The data files from the prismaflex device relating to this event has been requested and reviewed by the MFR. The event was observed during treatment. No medical intervention was required. No injury or clinical consequence to the pt was reported. The MFR will conduct further investigation of this incident. A f/u or final report will be submitted upon completion of the investigation. This event occurred after the events described in MDR 9616026-2006-00376 and MDR 9616026-2006-00377.